Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported the patient experienced auto reducing and later lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.